Manufacturer narrative:
Evaluation summary: this report is based on information provided by the global complaint handling system. The product was not returned; however, a picture was provided by the customer for analysis. The returned product did not meet specification as received. The picture showed the blue heat shrink to be wrinkled. The reported condition was confirmed. The customer provided photo showed the blue heat shrink to be wrinkled. Pmv is unable to determine how the damage occurred from the provided photo and complaint information. Exceeding the maximum generator setting established by the instruction for use or allowing excessive eschar to build up on the electrode blade can damage the blue heatshrink. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece's insulation bunches up. Another similar device was opened to complete the case. There was no patient injury. A photo was provided confirming the insulation bunch up but stayed intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece's insulation bunches up. Another similar device was opened to complete the case. There was no patient injury.